Manufacturer narrative:
Concomitant medical products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#: n3j2148y) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic pulmonary resection, on the pulmonary blood vessel, the firing stopped midway through using this device. It could be returned; the firing into the tissue has been completed, so it was determined that no additional treatment was necessary. It was also noted that there was an excessive force during firing. There was no patient injury.